Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 54/53/42/2/80 alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (2) pump error 54 alarms in the event date of 25-mar-2025 at 07:17:24 and 07:34:22. Pump error 54 alarm due to hardware error (line number 223 file number 32149). Pump error 53 alarm in the event date of 25-mar-2025 at 07:17:24. Pump error 53 alarm due to hardware error (line number 450 file number 16). Pump error 80 alarm in the event date of 25-mar-2025 at 07:33:35. Pump error 80 alarm due to hardware error (line number 504 file number 16). Pump error 2 alarm in the event date of 25-mar-2025 at 07:34:22. Pump error 2 alarm due to hardware error (line number 1470 file number 51). Pump error 42 alarm in the event date of 25-mar-2025 at 07:34:24. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case and minor scratched lcd window. Pump error 53/54/2/80 alarm was confirmed due to hardware error. Pump error 42 alarm was isolated to the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 53 (software error detected), pump error 54 (hal software error detected), pump error 80 (the motor processor did not report the coasting as finished in reasonable time, pump error 2 (inter-processor communication error), data in alarm can identify if this was basal/bolus, fill tubing or fill cannula), pump error 42 (drive count error boundaries exceeded after movement). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the error and complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.